Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer's blood glucose (bg) level was 165 mg/dl. Additionally, after review of the pump data by tandem technical support it was noted the battery gauge displayed various percentages ranging from 75-35% within seconds. It was indicated that the customer had alternate insulin therapy available.